Event description:
Routine complaint investigation when a hospital facility reported receiving a high reading of 430 mg/dl on their blood glucose meter when compared to a laboratory analyzer reading of 300 mg/dl. These values when plotted on a clarke error grid fell into the "c" zone showing the difference in reading to be clinically significant. There was no report of death, serious injury or mistreatment reported with the event.